Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram revealed the closure device had embolized to the aortic arch. The patient experienced no adverse symptoms. Successful extraction of the embolized closure device was performed via percutaneous snare. The patient was discharged two (2) days later and is fully recovered.